Manufacturer narrative:
Event date: the event occurred on an unspecified date of (B)(6) 2022. Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. The device had been filled with piperacillin / tazobactam 18000mg in sodium chloride 0.9%. This issue was identified at the hospital prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from november 15, 2021 - november 16, 2021. H10: the actual sample was received for evaluation. Visual inspection on the returned sample revealed fluid inside the bag that contained the sample which suggested a leak had occurred. The cause of the fluid inside the bag was due to the broken tubing at the solvent-bonded junction of the stressmember. Further inspection revealed that the portion of the broken tubing remained inside the solvent-bonded area of the stressmember. The reported condition was verified. The cause of the broken tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.